Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error and blank display and was vibrating. Customer's blood glucose value was 78mg/dl. Customer stated the display was not blank less than 30 seconds. Customer stated display is blank currently. Display did not return after pump restart. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
The device was received with blank display due to corroded electronic assembly. Unable to confirm open book alarm due to blank display.